Event description:
Boston scientific received information that there is noise on atrial egm in stored atr's and can recreate with isometrics. Impedance, thresholds and sensing are good and stable. Patient had no symptoms and rep will talk to the doctor about this but device has < 0.5 years remaining so likely will wait till change out. The lead remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.